Event description:
The icy catheter (lot # 175777) was used to provide ivtm treatment for a patient with subarachnoid hemorrhage (sah) and a fever over 39.0°c. After four days of treatment, the thermogard console generated an "air trap" alarm and decreased level of fluid in the saline bag was noted. The catheter was checked and the leak was confirmed. The customer followed the IFU and did not replace the saline bag prior to the leak investigation. The customer suspected the infusion of 250ml of saline fluid. The patient's treatment was stopped as the physician elected not to place a new catheter. Per the reporter, the console is functional and ready for clinical use. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of a leak on the icy catheter (lot # 175777) was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial balloon during the functional pressure leak test. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Blood residues were observed in the distal lured tubing. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100psi, a bonding leak was observed at the proximal end of the medial balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a quattro catheter with lot number 175777.